Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not lock cutter and fluid coming out burr lock was confirmed. The condition of the broken hose was not confirmed. An assessment was performed on the device. The burr lock mechanism assembly was disassembled and it was found that the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. One of the springs was observed to be out of place and deformed. The other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place is due to the handpiece being run without a cutter. It was further determined that the fluid substance coming out of the burr lock was biological material left in the handpiece from improper cleaning. The assignable root cause of these conditions was determined to be due to user error. The hose was assessed and passed all manufacturing specifications and there was no damage to it. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that hose of the handpiece device was broken. During service and evaluation, it was noted that the device will not lock cutter and fluid was coming out of the burr lock. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.